Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not working properly due to redundant tubing. A revision surgery was performed during which the tubing was shortened. There were no patient complications reported.